Event description:
Hospital account reported to synthes: patient was implanted with plate and screws for an orif right ankle fracture on (B)(6) 2011. Patient developed (B)(6) on an unknown date. The patient was returned to the operating room on (B)(6) 2011, for removal of hardware at another facility, facility is unknown. It is not known if patient was revised to additional hardware at this time. This is 5 of 11 reports for this event.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was received.